Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h5, h6 (annexes a and g) investigation ¿ evaluation as reported, the radiopaque tip of a cook torcon nb advantage vanschie beacon tip seeking catheter broke off during an angioplasty and stenting procedure of the inferior mesenteric artery (ima) ostium. The catheter was advanced through a cook 60 x 90 sheath in the left brachial access. The path leading form the brachial artery to the inferior mesenteric artery origin was calcified. However, there was no stenosis in the left brachial/subclavian artery or aorta. The ostium of the ima was heavily calcified and stenosed. The ima was cannulated using the cook torcon nb advantage vanschie beacon tip seeking catheter and a competitor's soft 0.035 wire guide. The catheter was advanced into the ima for at least 3cm, and the competitor's wire was exchanged for a 0.035 wire guide from another competitor. Once the wire guides were exchanged, the cook torcon nb advantage vanschie beacon tip seeking catheter was removed. It was at this time that the entire radiopaque tip of the catheter became detached as it went past the ostium of the ima. There was resistance on both advancing and removing the catheter over the wire due to heavy calcification at the vessel ostium. A power injector was not used during the procedure. The separated fragment was stented against the vessel wall. No other adverse effects to the patient were reported due to this incident. Reviews of documentation including the instructions for use (IFU) and quality control procedures, as well as a visual inspection and dimensional verification of the returned device were conducted during the investigation. The complainant returned one torcon nb advantage vanschie beacon tip seeking catheter to cook for investigation. Physical examination of the returned device confirmed that the tip was missing, and the separation point was jagged. The catheter measured 123 cm from the distal end of the strain relief to the distal end at the point of separation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The complainant was unable to provide the lot number for this incident. Cook ran a sales records search on the customer¿s purchase history for the complaint rpn and was unable to identify the complaint lot. Therefore, a device history record could not be reviewed. There is currently no evidence of nonconforming product in house or in the field. Cook also reviewed product labeling. The IFU for this device, (B)(6), cautions that manipulation of the catheter requires fluoroscopic control and cautions ¿if resistance is encountered during manipulation, stop and determine the cause before proceeding any further." The information provided upon review of the returned device evaluation, dmr, and IFU does not indicate that the device was manufactured out of specification. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded that the patient¿s anatomy likely contributed to the device¿s failure. The user reported that the target site was heavily stenosed and calcified and resistance was encountered on both advancement and withdrawal. Cook believes it is likely that the catheter became caught within the stenosed artery and/or was torn by calcium. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Cook was notified that the radiopaque tip of the cook torcon nb advantage vanschie beacon tip seeking catheter broke off during a procedure. The cook torcon nb advantage vanschie beacon tip seeking catheter was being used in an angioplasty and stenting procedure of the inferior mesenteric artery (ima) ostium. The catheter was advanced through a cook 60 x 90 sheath in the left brachial access. The path leading form the brachial artery to the inferior mesenteric artery origin was calcified. However, there was no stenosis in the left brachial/subclavian artery or aorta. The ostium of the ima was heavily calcified and stenosed. The ima was cannulated using the cook torcon nb advantage vanschie beacon tip seeking catheter and a competitor's soft 0.035 wire guide. The catheter was advanced into the ima for at least 3cm and the competitor's wire was exchanged for a 0.035 wire guide from another competitor. Once the wire guides were exchanged, the cook torcon nb advantage vanschie beacon tip seeking catheter was removed. It was at this time that the entire radiopaque tip of the catheter became detached as it went past the ostium of the ima. There was resistance on both advancing and removing the catheter over the wire due to heavy calcification at the vessel ostium. A power injector was not used during the procedure.

Manufacturer narrative:
D3: country: united states e1: country: australia e1: phone number phone: (B)(6) e1: zip/postal code: (B)(6) g1: contact office country: united states g1: manufacturing site country: united states h3: device return expected. However, device has not been provided for evaluation at the time of this report. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the separated tip was stented against the artery wall.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b5 this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.